Event description:
It was reported that a patient underwent a sling procedure on an unknown date. During placement of the sling, the surgeon experienced unprecedented resistance on the patient's left side, while the plastic-covered trocar was guided from the obturator foramen out through the skin incision. Applying stronger than the usual force onto the trocar, the procedure succeeded without causing any damage to the patient. However, when the instrument was passed out through the external skin incision, the sharp, cutting-edge plastic-sheath was found to have loosened and it end bent 180 degrees away from it's intended direction. The procedure was otherwise totally uncomplicated and, the surgeon opines that he used no inappropriate force or manipulation on the instruments to justify premature disengagement of the plastic sheath. The procedure was successfully completed with the same device with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 09/11/2008. Plastic tube damage/breakage. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.